Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of system error 322 was confirmed through the event history log but could not be reproduced during further testing. The system error 322 was attributed to a failed upper hook switch. The upper auxiliary assembly, which contains the hook switch, was replaced.

Event description:
During baxter's functional testing of a spectrum pump, it was found to alarm for system error 322.